Event description:
A report was received that the patient had discharge at the pocket site and underwent a revision procedure due to ipg pocket erosion. No infection was present and the patient was doing good post operatively.

Event description:
A report was received that the patient had discharge at the pocket site and underwent a revision procedure due to ipg pocket erosion. No infection was present and the patient was doing good post operatively.

Manufacturer narrative:
Device expiration date: ni.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.